Event description:
It was reported that burr stuck with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr and rotawire was selected for use. During procedure, it was noted that the burr stuck with the wire and were removed directly from the patient's body without any intervention. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that burr stuck with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr and rotawire was selected for use. During procedure, it was noted that the burr stuck with the wire and were removed directly from the patient's body without any intervention. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection was performed. There was approximately 195cm of the proximal end of the rotawire received inside the burr catheter. The rotawire was fractured and stuck inside the burr. The wire was not able to be removed from the rotalink burr catheter due to the damage. Dimensional inspection measurements could not be performed due to device condition (stuck inside the burr).